Manufacturer narrative:
Description of event: on 9/25/97, physician explanted a 21 mm aortic mechanical heart valve (model 21a-101) due to pannus formation which completely blocked one of leaflets, fixing it in closed position. Sub-aortic pannus was also present in recessed pivot areas, as well as extending between two leaflets, preventing complete closure. Valve, which has been implanted for a duration of ten yrs, was replaced with another MFR's 21 mm bioprosthesis. The pt had a medical history of rheumatic fever, mitral commissurotomy dating in excess of 30 yrs, and double aortic and mitral valvular replacements in 1987. Results of investigation: valve was receiived submerged in a liquid solution. Sewing cuff was brownish-gray in color, and contained a large amount of a whitish-gray tissue which completely covered the surfaces of sewing cuff. This tissue extended onto inflow and outflow rims of orifice, as well as into inside diameter of the orifice and over one pivot guard. Both leaflets were observed to open and close completely and easily, despite large amount of tissue ingrowth. A small amount of a reddish-brown substance was observed in pivot areas; however, it did not appear to affect the mobility of leaflets. Valve was chemically sterilized and forwarded to an independent pathologist for gross morphological examination. Physician stated that at time of his examination, leaflets exhibited normal mobility. Large amount of whitish-gray tissue present on the sewing cuff, orifice rims, and between leaflets, was identified as normal mature fibrous tissue (collagen). This fibrous tissue did not exhibit inflammation or necrosis. Small amount of reddish-brown substance previously mentioned, which was located superficially in the pivot areas, was essentially all fibrin which displayed degenerative changes as an ex vivo event. Valve was then cleaned, and sewing cuff was removed. Valve was then visually examined at 10x magnification for any anomalies on the surfaces of leaflets and orifice. A small chip was detected on inside diameter of orifice blow recessed pivot area #2. The remainder of orifice and both leaflets were found to be unremarkable. Valve was then disassembled for performance testing. Results of pulse duplicator testing indicated valve had no abnormal operation. Flow and pressure traces indicated valve operated satisfactorily, without leaflet or hydrodynamic malfunctions. Functional leakage testing was performed, and valve met all specifications. Leaflet and orifice dimensions were inspected and verified to be within specifications. Valve's device history record was examined to ensure that each mfg and inspection operation was followed by the appropriate signature and date, indicating that process was performed in accordance with specifications. Each operation for mfg and inspection of this valve and its packaging was followed by the appropriate signature and date. Conclusion: info reviewed from the valve's device history record and the add'l testing performe

Event description:
This valve was explanted due to pannus formation which completely blocked one of the leaflets in the closed position. Sub-aortic pannus was also present as well as in the recessed pivot area. Pannus extended between the leaflets preventing complete closure.